Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500s mg/dl) with a moderate level of ketones and insulin injections were administered to address the bg level. The contact did not known the cause of the high bg. During a pump system check, small air bubbles were observed in the infusion set tubing. The contact noted that the pump history showed a cancelled bolus and it was thought that the customer had cancelled the bolus which was re-entered shortly after. Tandem technical support educated the customer on what the insulin on board meant as the customer thought it was showing how long a bolus was taking to be delivered versus it being active insulin in the body. Upon follow-up, after the insulin injections, the customer's bg was 174 mg/dl. The customer had disconnected from the pump. Reportedly, the cartridge and insulin set were changed and the customer resumed pump therapy the night of the report.